Manufacturer narrative:
H.6. Investigation: one photo of a safetyglide needle assembly attached to a 3ml syringe was received and evaluated. It was observed the cannula was bent at approximately 45-degrees at the connection with the hub. The safety shield also appeared to be disconnected from the cannula. Based on the verbatim the bent cannula and disconnected safety shield occurred after or during use. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the bent needle and disconnected safety shield defect may be associated with customer training. A physical unused sample would be helpful for a more thorough evaluation. Based on the verbatim the defects do not appear to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that during use the safety mechanism is coming off with an unspecified bd safetyglide¿ 25g needed. The following information was provided by the initial reporter: (3 of 3 complaints) I had another today which bent about 30 degrees when engaged the safety mechanism but didn't come out of it. I have also had them bend while in a patient's knee and had to switch the needle because you can't inject through it when it bends. In fact it happened yesterday as well though I was able to get the fluid into the joint with effort. Also the 25 gauge 1.5 inch are even worse! I had issues with them about 3 years ago and a time before that and brought it to a nurse manager's attention so that we could have permission to get a different needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the safety mechanism is coming off with an unspecified bd safetyglide¿ 25g needle. The following information was provided by the initial reporter: (3 of 3 complaints) I had another today which bent about 30 degrees when engaged the safety mechanism but didn't come out of it. I have also had them bend while in a patient's knee and had to switch the needle because you can't inject through it when it bends. In fact it happened yesterday as well though I was able to get the fluid into the joint with effort. Also the 25 gauge 1.5 inch are even worse! I had issues with them about 3 years ago and a time before that and brought it to a nurse manager's attention so that we could have permission to get a different needle.